Manufacturer narrative:
The patient's controller exchange was initially reported under MFR # 2916596-2019-02994. Manufacturer's investigation conclusion: incidental findings: an electrical contact/short between alarm out and shield, cuts/tears on both power cables, significant amount of foreign debris in the power connectors, and slightly damaged white strain relief. The reported event of audible alarms when connect to a power module or mpu was confirmed. Visual inspection of the returned system controller serial number (B)(4) revealed the controller was in used/ worn condition. There were cuts/ tears on both power cables and significant amount of foreign debris in the power connectors. Further evaluation of the power cables revealed one compromised inner wire in the black power cable. There was a short between the wire representing the alarm out signal and the shield which resulted in an audio alarm when connected to pm or mpu. The data log file was successfully retrieved and contained events recorded from may 10 to (B)(6) 2019. The recorded information revealed that the system maintained the set speed with no interruptions. The data recorded on (B)(6) at 2:14 pm revealed a brief no external power event while the controller was connected to 14v batteries. The system was powered by the backup battery during the event and the pump support was not affected. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged during the troubleshooting of no external power alarms that occurred while on battery power. Upon investigation of the returned controller, power cable damage was identified. Related manufacturer report number: 2916596-2019-02994.